Event description:
It was reported that the patient presented in-clinic after feeling the patient notifier. No patient symptoms were reported. Upon interrogation, no alert was present. No transmission have been received for any alerts. Everything was good.